Manufacturer narrative:
The cutting forceps was discarded by the user facility and will not be returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that two cutting forceps hand piece started activating on its own before an unspecified procedure. There was no patient involvement with both of the hand pieces. This is 2 of 2 reports.